Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported she was hospitalized with hyperglycemia due to e4 occlusion errors. She changed the cartridge and infusion set when the errors began, but this did not resolve the issue. She reported the adapter was "nasty" and did not know when it was last changed. Her mother contacted the paramedics, and she was transported to the hospital around 2 pm, her blood glucose was "hi" at home (competitor's meter) and 671 mg/dl with a hospital lab result. She was treated with insulin via IV and sub-cutaneous injections, and she was discharged from the hospital 2 days later. She is using her backup infusion device, and her blood glucose has returned to normal. Her target blood glucose is 100-120 mg/dl. The adapter, infusion set, and cartridge were discarded and will not be returned for evaluation. The customer was sent a replacement cartridge, adapter, and infusion set.